Event description:
Litigation alleges patient had pain, discomfort, metallosis, pseudotumors, stiffness, inflammation, chromium and cobalt metal toxicity and lack of mobility after asr hip implant.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi, dob, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2008 (right hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update-- 12/17/2015- dor received. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.